Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had beeping and vibrating. Customer stated insulin pump received a replace battery message. Customer states insulin delivery has stopped due to low power. The battery was not replaced after the low battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.